Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/05/2020.

Event description:
The customer reported that unit alarms occlusion and blower is not spinning. The blower was not working. When the blower was "tapped" with a screwdriver it started spinning. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.

Manufacturer narrative:
G4: 03apr2020. B4: 06apr2020. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.